Event description:
Information was received via an internet blog posting (angioplasty.org). It was reported that an arteriotomy closure of an unspecified vessel was achieved using a starclose device after a catheterization procedure. Reportedly, a cardio angiography was performed and the patient did not know the starclose would be used until after it was done. The patient stated: "last (B)(6) 2011 underwent a cath, was not told about the "star closure" til after the procedure. If I had been told, I would have told them no, as when I was younger I had trouble with iud's, so I know I have no tolerance to metal no matter how small. Anyways since the procedure, if on my feet too long or I am very active, I get a terrible cramp like feeling in the groin area, to the point I have a pronounced limp. Went back to my surgeon, they did an ultra sound and referred me back to my reg dr. They are stating that it is not from the clip they used must be related to something else ... This new condition is a terrible thing not only am I active but I am a waitress /bartender so it is interfering with my job ..." As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of the event. The event was reported via posting on (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.